Event description:
The account alleges that the bed will have random unintentional movements with different functions. No pt impact.

Manufacturer narrative:
The account found the pt pendant was the cause. The account replaced the pt pendant to resolve the issue.